Manufacturer narrative:
Product analysis: the balloon was returned with blood present inside. Balloon folds were open and residue was visible in the balloon. The device failed negative prep. On inflation two leak sites were observed at the proximal end of the balloon. The leak sites were jagged and uneven. There were marks leading into the leak sites on the balloon material. (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the mid cx had a little tortuosity, 85% stenosis and a little calcification. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that a balloon burst/leak occurred during the first inflation of the device. Inflation pressure was 10 atm. Another sprinter legend balloon was used to finish the procedure. No patient injury reported.